Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps (mbf) be returned for analysis, but the instrument has not yet been received for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the mbf instrument (part # 471172-16 / lot # n11210222 0399) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 12 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs that are likely indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, a black spot was found on the plastic part of the maryland bipolar forceps. The procedure was completed with no reported injury. Per subsequent follow-up on 13-sept-2021, the initial reporter was unable to confirm if the black spot on the plastic was thermal damage. The reporter did confirm that the instrument damage was at the tip and did not have a broken cable. No further details were available.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported complaint of a black spot on the plastic. Fa found the primary failure of thermal damage to the bipolar yaw pulley between the grips to be related to the reported complaint. The mbf instrument was found to have charring and localized melting at the grip base between the grips. The mbf instrument passed the electrical continuity test. The root cause of thermal damage between the grips on the instrument bipolar yaw pulley is typically attributed to the mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.